Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x24mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.